Event description:
The customer reported to beckman coulter, (bec) a leak at the probe wipe block of the coulter lh 500 hematology analyzer. The volume of the fluid was a few drops and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of the event. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection to this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) found that the leak occurred after the customer used strek lin-c high white blood cell (wbc) product for controls that is not recommended to use on this analyzer. The fse assisted the customer over the phone and had the customer to bleach the blood sample valve (bsv) to remove a clog. After bleaching the bsv the leak was fixed and the unit was operational. Failure mode was a clog at the bsv caused by a user error based on using unapproved controls. Each instrument has a list of controls that beckman coulter recommends to our customers. The approved controls are listed in the product instruction for use (IFU). (B)(4).